Event description:
Customer reported experiencing cgm error 42 multiple times without resetting pump, and technical support confirmed need for a pump replacement. There was no adverse impact to customer's blood glucose level. Technical support arranged shipment of a replacement pump, instructed customer to return faulty pump using provided materials, and guided customer through setup of new pump and cgm connection.